Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was noted the rep visited the patient on a sunday and lowered the dose and the event happen a couple of days prior to that, but the date was not given. It was reported that there wasn't any device issue, but perhaps the pump dose was too high and combined with other oral meds causing the patient to be heavily sedated. The patient's logs were checked and the pump dose was lowered. It was stated that the reason for the intensive care unit was due to change in mentation/sedation. It was stated the intensive care unit admission had been resolved and the patient's weight at the time of the event was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis (ms). The hcp questioned if there was any published literature on intrathecal baclofen overdose when patient's are changed from simple continuous dosing to flex dosing with no change in total dose. Also to see if there was any information on the timing of how overdose can occur, specifically if it can be delayed (several days after programming change). It was reported that the patient was at a dose they were at prior without issue. However, the patient was in the intensive care unit (ICU) and the managing physician was not available. It was stated that a dose refill/adjustment had occurred within the previous two weeks so "it was suspected despite being on same dose previously." It was also noted that the patient had a urinary tract infection (uti) and was febrile as well as on other medications that could have caused the change in mentation. At the request of the ms neurologist, on (B)(6) 2017, the manufacturer representative interrogated the pump and lowered the dose by 20%. The physician met with the manufacturer representative to adjust the dose. The patient appeared to be better soon after. It was hard to determine if the patient's recovery was coincidental given on antibiotics for uti.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.